Event description:
Pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for pain. The pt underwent explantation of the pump and catheter in 2000, after the hcp discovered a catheter occlusion during a catheter contrast study. On refill, the full amount of drug remained in the pump reservoir. The explanted pump and catheter were returned to the MFR for analysis. Another synchromed pump and catheter were implanted in 2000 with resumption of intrathecal pain relief therapy.